Manufacturer narrative:
On 29-oct-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and blood leakage occurred in the side port. Less than 20ml of blood return was noted. No air entered the patient's body. No damages or dislodgments were noted on the hemostatic valve, brim cap, or hub. A new device was used to complete the surgery and there was no patient injury reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed a bent mark close to the handle area. An irrigation test was performed, and water leakage was observed from the three-way stopcock area. Further investigation revealed a fissure in that area. Device history record review was performed for the finished device 60000701 number, and no internal actions related to the reported complaint condition were identified. The fissure observed in the stopcock could be related to the side port leakage issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the fissure issue could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The bent mark was not related to the reported event and the potential cause could be related to the handling of the device during the shipping process; however, this cannot be conclusively determined as part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, a leakage was observed on the side port section; however the hemostatic valve position nor the hub cannot be observed; also, no damages were observed on the side port that may indicate the leakage source. The potential cause of the leakage cannot be determined based on the video provided by the customer. A device history record evaluation was performed for the 60000701 finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and blood leakage occurred in the side port. Less than 20ml of blood return was noted. No air entered the patient's body. No damages or dislodgments were noted on the hemostatic valve, brim cap, or hub. A new device was used to complete the surgery and there was no patient injury reported.